Manufacturer narrative:
Investigation: visual inspection: a deformation of the outer housing of the progav valve was observed through the visual inspection. The measurement of the plane parallelism could confirm that with a value of -0,096 mm the housing membrane is clearly outside tolerance (0 ± 0.02 mm). Additionally, deposits were found on the catheter. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of over/under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. Due to the failure of the brake function, the valve could not hold the pressure stage. Therefore, the computer-controlled test is not applicable. The shuntassistant operates not within the accepted tolerance in the vertical position. Adjustment test: the progav is adjustable to all specified pressures, but this could be done without applying force. The brake function is no longer given. Braking force and brake function test: the brake functionality test has shown that the brake function did not operate as expected. The results indicate that the rotor no longer performs as required. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation, we determined a failure of the brake function as well as deposits found inside the progav - valve. The detected deformation of the outer housing could be named as the cause of the brake function failure. Additionally, the detected deposits could cause functional impaiments. Significant outside pressure, for example by too much force from the progav adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. Furthermore, we determined an accelerated outflow in the shuntassistant at the time of our investigation. The detected deposits could be named as the cause of the malfunction. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav shunt system (part # fv414t) was implanted during a procedure performed on (B)(6) 2015. According to the complainant, the shunt system was believed to be operated in overdrainage and had adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 7 years, height: 120 centimeters (cm), weight: 20 kilograms (kg), gender: female.